Event description:
I noticed that the water in the tank was being used up more than usual. It would heat up and does still heat up after it has ran for just a little while sometimes when I use it, it will run out of water, even though I had enough water at the beginning of the evening. I also have noticed that when I put it on, it will make me cough a lot. When it gets low on water, it starts to smell even though it's not empty. It smells like a chemical smell. It has also started not getting the correct reading of how long I have been on it. I always check at night what time I go to sleep and when I wake up and I'm out most of the time it doesn't calculate right.